Manufacturer narrative:
Concomitant medical products: product ID :3387s-40, lot#: va23bxm, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead; product ID: 3387s-40, lot#: va27wdk, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead; product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension; product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 01-sep-2024, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 23-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(4) (con, rep): information was reported from the patient to manufacturing representative (rep) regarding an implantable neurostimulator (ins). It was reported there were exposed extensions at caps behind the ear at the base of the skull, as well as exposed stimlock. The healthcare provider was made aware and the patient checked into the hospital.  (B)(6) 2022 (B)(4) (hcp, rep): information was reported from the healthcare provider (hcp) to manufacturing representative (rep) regarding an implantable neurostim ulator (ins). It was reported the patient picked incision sites and extensions and stimlock were exposed. The rep interrogated the device and submitted prior mpxr 976373 on (B)(6) 2022. The patient was sent to the emergency room and the entire dbs system was explanted due to infection. The issue was resolved at the time of report. No other symptoms were reported.